Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to pocket infection. The patient had staphylococcus aureus infection and was treated with antibiotics. Furthermore, the patient already had fever, body pains, and chills a few weeks prior to testing positive of infection. There was no additional adverse patient effects reported. This ra lead explanted.